Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a patient in poor general condition was subjected to routine monitoring during the course of an ercp examination with an (B)(4), spo2 (oxisure) and nibp. During the course of the examination, there were repeated drops in spo2 level and incorrect values displayed on the monitor. The monitor gave an audible alarm whenever the alarm limits were violated. After the incident, the monitor in question was immediately taken out of operation by the medical technology department. An independent expert was commissioned by the hospital management to examine the monitor for proper function and any incorrect response. According to the medical technology department, the device appears to be functioning normally, with inspections and safety tests having been carried out punctually and at the correct intervals. The patient's condition declined continuously during the course of the examination, and at times the spo2 level could not even be measured any longer. Following emergency intubation, the patient was put on a ventilator and transferred to the intensive care unit where, according to the hospital, he died over the weekend. (B)(4).